Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and genital haemorrhage ('abnormal heavy bleeding') in a 36-year-old female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and obesity. Concurrent conditions included morbid obesity, abdominal pain, hernia repair, ovarian cyst, nausea, vomiting, retroverted uterus, uterine fibroids, hydrosalpinx, flank pain, migraine and gastric bypass. Concomitant products included intrauterine contraceptive device (iud nos) since 2016, medroxyprogesterone acetate (depo-provera) since 2014, metoprolol, nsaids since 2013, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since 2013, sumatriptan and topiramate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), nausea ("nausea") and abdominal pain ("abdomen pain") and was found to have hormone level abnormal ("hormonal changes"), weight decreased ("weight loss"), weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the menorrhagia, vaginal haemorrhage, depression, anxiety, urinary tract disorder, bladder disorder, hormone level abnormal, cystitis, nausea, weight decreased, weight increased, abdominal pain and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: 4 coils in the left ostium and right ostium3. Discrepancy noted: date of implant :(B)(6) 2016, (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.2 kg/sqm. Computerised tomogram - on an unknown date: results: suggestive of early tip appendicitis. Hysterosalpingogram - in 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: plaintiff fact sheet and medical record was received. Events added from pfs- bladder problems, urinary tract disorder, hormonal changes, bladder infection, nausea, weight gain, weight loss, abdomen pain, fibroids. Reporter information, medical history, lab data was added. Previously reported event device monitoring procedure not performed was deleted as hysterosalpingogram results provided. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a 36-year-old female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's past medical history included multiparous. Concurrent conditions included morbid obesity, abdominal pain, hernia repair, ovarian cyst, nausea, vomiting, retroverted uterus, uterine fibroids, hydrosalpinx and flank pain. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). In january 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils in the left ostium and right ostium diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: suggestive of early tip appendicitis concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-oct-2018: pfs received. Reporter's information was added. Updated outcome of abnormal heavy bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a 36-year-old female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's past medical history included multiparous. Concurrent conditions included morbid obesity, abdominal pain, hernia repair, ovarian cyst, nausea, vomiting, retroverted uterus, uterine fibroids, hydrosalpinx and flank pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils in the left ostium and right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: suggestive of early tip appendicitis. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, pelvic pain. Most recent follow-up information incorporated above includes: on 29-jun-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, removal date, lot number, concomitant disease, new events menorrhagia, vaginal haemorrhage, depression, anxiety and device monitoring procedure not performed added. Outcome for the event pelvic pain updated to recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a 36-year-old female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's past medical history included multiparous. Concurrent conditions included morbid obesity, abdominal pain, hernia repair, ovarian cyst, nausea, vomiting, retroverted uterus, uterine fibroids, hydrosalpinx and flank pain. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). In january 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils in the left ostium and right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: suggestive of early tip appendicitis concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and genital haemorrhage ('abnormal heavy bleeding') in a 36-year-old female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, morbid obesity and blood pressure high. Previously administered products included for an unreported indication: implanon. Concurrent conditions included morbid obesity, abdominal pain, hernia repair, ovarian cyst, nausea, vomiting, retroverted uterus, uterine fibroids, hydrosalpinx, flank pain, migraine and gastric bypass. Concomitant products included intrauterine contraceptive device (iud nos) since 2016, medroxyprogesterone acetate (depo-provera) since 2014, metoprolol, nsaids since 2013, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since 2013, sumatriptan and topiramate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 7 months after insertion of essure. On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), breast tenderness ("breast tenderness"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), nausea ("nausea"), abdominal pain ("abdomen pain"), breast pain ("hormonal changes-breast pain/cramp"), abdominal distension ("bloated abdominal pain") and bladder pain ("bladder or urinary problems or changes-bladder pain") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the menorrhagia, vaginal haemorrhage, depression, anxiety, breast tenderness, cystitis, nausea, weight decreased, weight increased, abdominal pain, uterine leiomyoma, breast pain, abdominal distension and bladder pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, bladder pain, breast pain, breast tenderness, cystitis, depression, genital haemorrhage, menorrhagia, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: 4 coils in the left ostium and right ostium3. Discrepancy noted: date of implant :(B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.2 kg/sqm. Computerised tomogram - on an unknown date: results: suggestive of early tip appendicitis. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- new events breast tenderness, bloated abdominal pain were added. Event hormonal changes updated to breast pain. Event bladder or urinary problems or changes updated to bladder pain. Historical drug and medical history were added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and genital haemorrhage ('abnormal heavy bleeding') in a 36-year-old female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, morbid obesity and blood pressure high. Previously administered products included for an unreported indication: implanon. Concurrent conditions included morbid obesity, abdominal pain, hernia repair, ovarian cyst, nausea, vomiting, retroverted uterus, uterine fibroids, hydrosalpinx, flank pain, migraine and gastric bypass. Concomitant products included intrauterine contraceptive device (iud nos) since 2016, medroxyprogesterone acetate (depo-provera) since 2014, metoprolol, nsaids since 2013, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since 2013, sumatriptan and topiramate. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On (B)(6)2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 7 months after insertion of essure. On (B)(6)2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), breast tenderness ("breast tenderness"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), nausea ("nausea"), abdominal pain ("abdomen pain"), breast pain ("hormonal changes-breast pain/cramp"), abdominal distension ("bloated abdominal pain") and bladder pain ("bladder or urinary problems or changes-bladder pain") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the depression, anxiety, breast tenderness, cystitis, nausea, weight decreased, weight increased, uterine leiomyoma, breast pain, abdominal distension and bladder pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, bladder pain, breast pain, breast tenderness, cystitis, depression, genital haemorrhage, menorrhagia, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: 4 coils in the left ostium and right ostium3. Discrepancy noted: date of implant :(B)(6)2016, (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.2 kg/sqm. Computerised tomogram - on an unknown date: results: suggestive of early tip appendicitis. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event : "persistent pelvic pain, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), abdomen pain " updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.